Event description:
Customer reported he had high blood glucose of 547 mg/dl, treated with a bolus of 14 units of insulin. Troubleshooting was performed. Customer's symptoms were nausea and bathroom every ten minutes. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer was unable to high pressure test couldn't find clamp. Customer was advised to monitor the device and blood glucose to ensure it was going down. Customer mentioned he was hospitalized in march for pneumonia and had low blood glucose. Customer will call back to high pressure test and give details of hospitalization. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.